Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on may 1, 2017. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the device has already warned as follows; warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a neck dissection, the subject device was used. After some time of use, seal & cut short circuit error occurred. In addition, seal & cut short circuit error occurred twice. The procedure was completed with a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on may 1, 2017. The coating on the outer surface of the jaw partially came off. The non-insulated area of the grasping section was missing. This is the report regarding the coating damage of the subject device. Another report regarding the non-insulated area damage is going to be submitted separately.